Event description:
Stent balloon catheter became stuck in stent. When attempt was made to remove catheter, shaft of catheter broke, leaving proximal balloon end of catheter in pt. Attempts made to remove catheter. Physician attempted to remove the catheter with forceps and 5mm snare, unsuccessfully. Physician called interventional radiologist who successfully retrieved the catheter. Pt discharged home the next day in stable condition.